Manufacturer narrative:
An investigation has been initiated. When the investigation is compete a supplemental report will be submitted.

Event description:
Pediatric home hd patient taken for acute replacement of catheter due to hold in lumen between hub and luer connection